Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for frequent urination. It was reported that they were hospitalized on (B)(6) 2018 because they passed out due to feeling shooting pain down their leg and in their lower back. It was noted that this pain had been happening on and off for about a year and a half, even with the ins off; they turned the ins off years ago. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Patient gender is male. If information is provided in the future, a supplemental report will be issued.